Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The lead exhibited loss of capture and low sensing an hour after the implant procedure. Imaging also confirmed the dislodgement. The patient underwent surgical intervention to reposition the lead on the following day. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it remains in service.